Manufacturer narrative:
Section e1: customer site was (B)(6). Section e2 and e3: reporter information corrected. Section g2: report sources corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively established through this evaluation. The article titled ¿establishing a new left ventricular assist device program: from concept to reality¿ authored by jacobzon, et al was reviewed. The article addresses 25 left ventricular assist device (lvad) patients that were implanted with a heartmate 3 lvad. Survival rate of the patients was 80% within 2 years of implant, and more than 70% within 3 to 4 years after implant. A patient was transplanted after 3 years due to worsening right ventricular dysfunction. Two patients had chronic driveline infections for which they were placed on the heart transplant waiting list. No devices were returned for evaluation. No serial numbers or other identifying device information was provided or able to be identified through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding, sepsis, localized infection, right heart failure, and driveline infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Additionally, this section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Article title: establishing a new left ventricular assist device program: from concept to reality jacobzon, ehud; lifschitz, avital; fink, danny; hasin, tal. Israel medical association journal 26.6: 351-354. Israel medical association. (Jun 2024) no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that left ventricular assist devices (lvad) were a staple element in contemporary treatment of advanced heart failure. Lvad surgeries were mostly done in heart transplantations centers, as a destination therapy or as a bridge to heart transplantation. This was a prospective and observational study including 25 lvad patients. The first five patients all survived beyond 2 years, with no major complications. Overall, there was one operative death due to massive gastrointestinal (gl) bleeding. There were four late deaths due to septic events. Additional adverse outcomes included driveline infection and worsening right ventricular dysfunction, requiring a heart transplant. There were no cases of stroke or other thromboembolic lvad-related complications. With wise patient selection and dedicated phyicians and caregivers, the learning curve could be minimal with excellent results. Establishing a new lvad program could be successful also with small- and medium-size programs. With careful and meticulous planning lvad implantation can be extended to more centers thus offering an excellent solution for advanced heart failure patients.